Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device revealed the balloon was found burst/ruptured and the damaged section was noted near the distal ro marker of the balloon. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. No more damages found in the device. Functional analysis could not be performed due to the returned condition of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the manner as the device was handled, the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon, the presence of sharp objects and/or the interaction between the scope and/or the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophageal stricture during a dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was tried to be inflated; however, the balloon was unable to inflate. Attempts were made, but the balloon would still not inflate. Reportedly, the physician removed the device from the patient, and the procedure was completed with another cre pro wireguided dilatation balloon. There have been no patient complications reported as a result of this event. Investigation results revealed that the balloon burst; therefore, this is now an MDR reportable event.